Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was observed to be damaged resulting in being unable to charge the pump unless force was applied to the usb cable and port. Blood glucose was not impacted. Customer continued to use the pump for insulin therapy.